Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced and was initially inflated at 12 atmospheres. The second balloon also ruptured. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced but during the initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. There is blood present inside the balloon. The balloon was soaked in a water bath to soften the dried blood and contrast inside the device. Even after 7 days the device was unable to be inflated. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced and was initially inflated at 12 atmospheres. The second balloon also ruptured. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced but during the initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.